Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s): reported as confirmation test unknown. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (salping. (Bilateral), on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2010. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Case becomes valid. Injury nos replaced with new event pelvic pain. New events abdominal pain, dysmenorrhea, back pain, menorrhagia, psych injury were added. Patient¿s demographics were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)\ abnormal bleeding(vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding(vaginal, menorrhagia) in an adult female patient who had essure (batch no. 699883, 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Medical conditions: essure confirmation test(s): reported as confirmation test? Unknown. On (B)(6) 2010, the patient had essure inserted. In (B)(6) of 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping), anxiety ("anxiety, mental anguish") and depression ("depression"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (salping. (Bilateral), on (B)(6) 2017 and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and back pain had resolved and the vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2010, now it is reported (B)(6) 2010 plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: reporters were added. Lot number was added. New events- abnormal bleeding (vagina), depression, she did not undergo an essure confirmation test, were added & one event was updated from psyche injury from anxiety. Event onset dates were added. Patient demographic was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding) abnormal bleeding(vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding(vaginal, menorrhagia)') in a 40-year-old female patient who had essure (batch no. 699883, 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Medical conditions: essure confirmation test(s): reported as confirmation test? Unknown. Concurrent conditions included adhd since (B)(6) 2011, hypothyroidism since 1999, anxiety since 1999 and depression since 1999. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety, mental anguish") and depression ("depression"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and post procedural complication ("post removal complication-yes"). The patient was treated with alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), celecoxib (celexa), escitalopram, levothyroxine, lorazepam, nsaids, paracetamol (acetaminophen) and surgery (salping. (Bilateral), on (B)(6)2017 and ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and back pain had resolved and the vaginal haemorrhage, anxiety, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6)2010 now it is reported (B)(6)2010 date of explant of device previously reported as (B)(6)2017 now it is reported (B)(6)2017 plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia. Previous method of contraception were reported as otc condoms, which were used from (B)(6)2004 to (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Lot number:699883 manufacture date:2009/12 expiration date:2012/12 . Lot number:727106 manufacture date: 2010/03 expiration date:2013/03. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet received. Events added from pfs- post removal complication-yes. Reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)\ abnormal bleeding(vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding(vaginal, menorrhagia)') in a (B)(6) female patient who had essure (batch no. 699883, 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Medical conditions: essure confirmation test(s): reported as confirmation test? Unknown. Concurrent conditions included adhd since (B)(6) 2011, hypothyroidism since 1999, anxiety since 1999 and depression since 1999. On (B)(6) 2010, the patient had essure inserted. In july 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety, mental anguish") and depression ("depression"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), celecoxib (celexa), escitalopram, levothyroxine, lorazepam, nsaids, paracetamol (acetaminophen) and surgery (salping. (Bilateral), on (B)(6) 2017 and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and back pain had resolved and the vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2010 date of explant of device previously reported as (B)(6) 2017 now it is reported (B)(6) 2017 plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia. Previous method of contraception were reported as otc condoms, which were used from (B)(6) 2004 to (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Lot number:699883 manufacture date:2009/12 expiration date:2012/12 lot number:727106 manufacture date: 2010/03 expiration date:2013/03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter middle name updated; patient weight updated; ppc code added for event menorrhagia and vaginal hemorrhage. Medical history and treatment drugs added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)\ abnormal bleeding(vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding(vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 699883, 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Medical conditions: essure confirmation test(s): reported as confirmation test? Unknown. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety, mental anguish") and depression ("depression"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (salping. (Bilateral), on (B)(6) 2017 and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and back pain had resolved and the vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) -2010 now it is reported (B)(6) 2010. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia. Lot number:699883 manufacture date:2009/12 expiration date:2012/12. Lot number:727106 manufacture date: 2010/03 expiration date:2013/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.